Manufacturer narrative:
Section a4 and a5: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: clinical code: 4581: appropriate clinical signs, symptoms, conditions term / code not available is to capture sub-optimal results. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following an uneventful cataract surgery and placement of the preloaded toric intraocular lens (iol) in the right eye, the patient experienced unusual inflammation centered around the lens. The eye has been cultured and a tear organism is unable to be seen. Decreased visual acuity was also experienced. The patient was given intravitreal injection with vancomycin and ceftazadime on (B)(6), 2023 and intravitreal injection with dexamethosone on (B)(6), 2023. The patient is currently back to baseline. No interventions are planned. The lens remains implanted. No further information was provided.

Manufacturer narrative:
Additional information was received reporting that after the preloaded intraocular lens (iol) was implanted in the eye, the patient left the procedure feeling fine and then came back with an infection. About four to fifteen days after the procedure, the patient began to feel discomfort, increased irritation, inflammation and infection. A culture was collected and was negative for growth. Through follow-up, it was learned that the patient's visual acuity (va) prior to the implantation of the lens was 20/40+1 (on (B)(6) 2023). The patient's va after the implantation of the lens was 20/50 (on (B)(6) 2023). It is unknown if the patient's daily activities were affected. It was noted increase prednisone six times day and add cyclopentolate. As of (B)(6) 2023, there was no pain and no photophobia, however, there was no improvement in vision. Va was 20/40. No further information was provided. The following section(s) have been updated accordingly: section h6: health effect - clinical code: 4466 - eye infections. Section h6: health effect - clinical code: 4803 - eye irritation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received reporting that the patient¿s medical records state ¿possible endophthalmitis¿. A culture was done, and the results were negative. The patient¿s date of birth is oct 17, 1930, weight is 113 pounds, gender is male, race is asian and ethnicity is not hispanic/latino. The facility will be looking into what is being re-used during surgery and convert to single use only, as the customer noted that the cannulas used are re-usable. No further information was provided. The following sections have been updated accordingly: section a2: date of birth: (B)(6) 1930. Section a3: gender: male. Section a4: patient weight: 113 pound(s). Section a5: ethnicity: not hispanic/latino. Section a5: race: asian. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.